Event description:
During an in clinic follow up, low pacing impedance was noted on the left ventricular (lv) lead. Technical support was contacted and confirmed the low impedance. No intervention has been performed at this time. The patient was stable and will continue to be monitored.